Manufacturer narrative:
On 01-feb-2022, mentor received additional information about the event. The serial number for the suspect medical device is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received a mentor smooth round moderate plus profile 425cc saline breast prosthesis with lot #9374298. On (B)(6) 2021, additional information was received that confirmed this is the correct lot number for the suspect medical device. The previously reported lot number 9480936 and serial number (B)(6) belong to the device that was used to complete the surgery. A manufacturing record evaluation (mre) was performed for lot #9374298, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a leaky valve was discovered intraoperatively during the patient's primary augmentation. The saline device was placed in the patient's breast and was discovered to be leaking and therefore removed and not used. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. During the visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears, and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient was scheduled to undergo a primary breast augmentation procedure with a mentor smooth round moderate plus profile 425cc saline breast prosthesis when a leaky valve was discovered intraoperatively. The device was placed in the patient¿s breast and was discovered to be leaking. The device was subsequently removed, and the procedure was completed with another unspecified mentor saline breast prosthesis.